Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the single port monopolar curved scissors instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the movement of the single port monopolar curved scissors instrument did not align with the movement from the surgeon's input. The customer noted that the issue was consistent, resulting in the instrument being replaced. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument's movements scaled appropriately but moved in a slightly different direction from intended. There was no shakiness or friction observed on the instrument. The customer replaced the instrument with a backup to resolve the issue; the procedure continued with no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system and successfully passed the recognition and engagement tests. It moved intuitively with a full range of motion in all directions, and the grip tips opened and closed properly. The instrument was retested and passed both attempts, confirming it was fully functional. A visual inspection revealed no external damage to the housing or tips. After removing the housing, an internal inspection showed no damage. The input disks articulated smoothly during manual testing, and the grip knob rotated freely, allowing proper grip movement. No product issue was identified. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issue.

Event description:
Refer to h11 for follow-up information.